Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the positioning failure associated with grasping and capturing the leaflets appears to be related to patient morphology/pathology (rotated heart and large nodule on anterior leaflet). A cause for the unspecified tissue injury; however, cannot be determined. Tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Multiple difficult grasping attempts were made however, the posterior leaflet continuously slipped out of the clip. After the third attempt, it was noticed that the posterior leaflet was damaged. Subsequently, the clip was removed and the procedure was aborted with no change in mr. It was noted that difficulty capturing was also experienced. There was no clinically significant delay in the procedure. No additional information was provided.